Event description:
It was reported that shaft break occurred. The 6f 3.5 non-bsc guide catheter was advanced towards the lesion followed by the insertion of a non-bsc guide wire. Predilation was performed with a 2.25mm x 15mm unspecified balloon catheter. Subsequently, a 2.00mm x 15mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, prior to inserting the device fully into the guide catheter, the shaft of the balloon broke into half. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device upn corrected from h7493919315200 to h7493919315250. Device lot # corrected from batch unknown to 17084876. Device expiration date corrected from unknown to 02/21/2017. Device manufactured date corrected from unknown to 06/30/2014. Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. There was a stopcock attached to the hub. The hypotube shaft was completely separated 56.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the left descending artery (lad) and the 2.50mm x 15mm emerge¿ balloon catheter used to dilate the lesion broke at the mid part of the shaft.